Manufacturer narrative:
Additional information: per analysis update.analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Upon review, it was revealed that the right ventricular lead had loss of capture and loss of sensing. Chest xray revealed that the right ventricular lead was dislodged. Also, it was noted that the patient experienced shortness of breath and dizziness. Right ventricular lead was explanted and replaced. There were no patient consequences reported post procedure.